Event description:
Spontaneous: pt calling stating he has message on his pump "no disposable pump won't run" just happened and he called right away- advised pt to try to realing the cassette. He tried and to add new battery. He did but still same message. He went to new cassette (already made and ready) and added that to the same pump and is working fine. Pt did not have cassette lot information on him. Reported to (B)(6) by pt/caregiver.